Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.a partial lead was returned in two segments for analysis. External insulation abrasion was noted at 37.3-37.6cm and 38.5-38.7cm from the distal tip, consistent with lead friction to the device can. Externalized conductors due to internal insulation abrasion were noted at 10.7-15.0cm from the distal tip. Internal insulation abrasion was noted at 17.1-17.9cm and 19.8-20.2cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that when a patient presented for a device change out due to normal eri, externalized conductors were observed. No electrical anomalies were detected. The patient was asymptomatic. The lead was explanted and replaced.